Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's mother call stating the insulin pump alarmed a no delivery. Customer's mother stated that they have had issues in the past. Unable to troubleshoot at the moment. She stated they receive a no delivery and did not call in to troubleshoot, because she feels it does not help. The blood glucose reading was unknown. Nothing further reported.